Event description:
Caller reported that occlusion alarms occurred. The customer's blood glucose level was 500 mg/dl. Technical support suggested several troubleshooting steps, but no issues were identified. Ultimately, the customer replaced pump supplies as necessary and continued insulin therapy.